Event description:
Complainant alleged that during biomed testing and routine preventative maintenance of the device, the defibrillator output energy was out of tolerance. The complainant indicated that there was no patient involvement in the reported malfunction.